Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp). According to the complainant, during the procedure while performing a balloon sweep over the guidewire, the distal tip of the guidewire fell into the common bile duct. The detached fragment was retrieved using a basket. The procedure was completed with the original jagwire guidewire. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
Patient age is unknown; however, reported to be over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiration date. (B)(4) - the reported event of guidewire tip detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.